Manufacturer narrative:
(B)(4). (B)(6) this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device blades and locking parts were damaged. It was also observed that the device was blocked. The device also failed pretests for cutter lock, safety, temperature, noise assessment and rotational speed. It was noted in the service order that the device was not working. This event did not occur during surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.